Event description:
It was reported that during a da vinci prostatectomy procedure, the monopolar curved scissors instrument was no longer working. Reportedly, the instrument had 7 uses remaining. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip cable was broken at the distal clevis hub. The cable segment was sticking out at the wrist. The distal clevis hub did not exhibit any wear. The other cables at the wrist were not damaged. No other damage was found. Failure analysis investigation also found that the distal end of the main tube exhibited a hairlike fissure in the axial direction.